Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At 1000, the device was programmed for an unspecified concentration of tpn (total parenteral nutrition), with a 1571ml container size, and delivery was started. No further programming parameters were provided. At approx 2100, the pt reported to the nurse that the device alarmed and displayed "call for svc." At that time, the pt was instructed to power the device off and reinsert the tubing set. The pt reported the alarm could not be cleared. The customer contact reported the pt had received approx half of the volume in the container. The device was removed from clinical svc. Therapy was resumed at an unspecified time the next day using a replacement device. Although there was potential for pt injury, the customer contact reported there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the svc ctr. A review of the history indicated on (B)(6) 2012 at 1104, the device was programmed for tpn (total parenteral nutrition) without taper, tpn volume 1561ml, tpn total time 21hrs, kvo (keep vein open) rate of 5ml/hr, a 1571ml container size, air sensitivity on, and the delivery was started. Between 1923 and 2024, an air in line alarm occurred 4 times, a check cassette alarm occurred, the delivery was stopped and started 4 times, a cassette was inserted, and service alarm 09/001/041 (backward motor movement) occurred. On (B)(6) 2012 at 0959, the device was powered on. At 1000, a check cassette alarm occurred, and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.